Manufacturer narrative:
Based on the evaluation of the returned stent graft delivery system a partial deployment of the stent graft could be confirmed. The outer sheath of the delivery system was found elongated and accordioned which indicated that increased deployment forces were present during the attempt to deploy the stent graft. No indication for a manufacturing related caused could not be identified. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. A difficult patient anatomy or a challenging placement site may have caused or contributed to the reported event. Insufficient flushing as well as use of inadequate accessories may be other contributing factors. In this case it was reported that the delivery system was advanced smoothly to target position. However, no additional information regarding patient anatomy of the procedure was provided. It is unknown if the system has been flushed prior to use, it is unknown what kind of accessories were used. A manufacturing related cause was also considered. Therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, a definite root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the events indicated that model fvl14100 vascular stent graft alleged that during an evar procedure, the stent graft allegedly failed to deploy despite excessive force. Therefore, another device was used to complete the procedure. This report was received from one source. This event involved one (B)(6) year old male patient, weighing (B)(6) kgs. There was no reported patient injury.